Manufacturer narrative:
The failure mode was confirmed. The product was not received for investigation at stryker endoscopy because it was evaluated at stryker (B)(4). The technical service report is attached (see communication log), and indicates: feedback from the technical workshop specialist received on february 2019 : " here are the various reports related to the repair of the xflow sn (B)(4) (replacement of the motherboard) . The console will be shipped today." The reported event involving this failure and product could have been caused by: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure (inflow and/or outflow). Roller wheel assembly (inflow and/or outflow) malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board/imx failure. Software malfunction. Use error. System design. Unwanted movement of internal components/wiring. Pressure sensor is operated above linear pressure reading range. Pump operated at least-favorable environmental conditions for extended period of time. Run screen does not adequately indicate overpressure situation. Miniwash malfunction. Command not registered from hand control, footswitch. Excessive use of wash or turbo. Slow reaction time to a quickly closed off shaver outflow at high flow rates. Power failure of pump. Pressure sensor stuck behind the sensor bracket. Electromagnetic interference. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product had incorrect pressure readings.